Event description:
During a procedure to treat atrial fibrillation, an intellanav stablepoint open-irrigated was selected for use. It was reported that when irrigation was initiated during the preparation of stablepoint, it appeared that fluid was not flowing sufficiently from the tip. No error messages were displayed and irrigation was not interrupted or stopped during the procedure. The ablation procedure was completed successfully with the original device and no patient complications were reported.